Event description:
The reporter had rec'd the er1 message several times in the past testing with both blood and control solution. He said that he had checked the color chart on the test strip vial and that the colors had matched. He had no medical complaint in his report.